Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they insulin pump had received motion sensor test failure alarm. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer stated that they were able to clear the alarm and insulin pump did require rewind. Customer was able to complete rewind. Customer was assisted the performing displacement test and the test was failed. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm.